Event description:
MDR- (B)(4) - device issues: other device issues, event relationship: device: not related, procedure: not related, pre-existing: no. Very small distal erosion probably related to stent placement process. Esophageal erosion. Gastroentestinal ulceration & perforation. Patient outcome : event status: resolved ( patient recovered / stabilized), treatment: no treatment, death: no. Device removed 25 days post placement.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 24-oct-2024.

Manufacturer narrative:
Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation for evo-fc-r-20-25-8-e of lot c1619950 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c1619950 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records of lot number c1619950 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0067 which accompanies this device, states ¿¿ this device is used to maintain luminal patency of the esophagus in cases of; obstruction cause by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas'' and ''additional adverse events include, but are not limited to: airway compression, allergic reaction to nickel, aortoesophageal fistula and arterioesophageal fistula , chest or retrosternal pain, death( other than due to normal disease progression . Dysphagia,edema, erosion or perforation of stent into adjacent vascular structures , esophageal ulceration and erosion, esophagitis, fistula involving trachea, bronchi or pleural space, food bolus impaction , foreign body sensation or reaction, gas bloat , inadequate stent expansion, intestinal obstruction secondary to migration , mediastinitis or peritonitis , nausea, pain/discomfort, reclusion, sensitivity to metal components, sepsis, stent misplacement and/or migration, tracheal obstruction , tumour over growth and wire entrapment.'' There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The instruction for use advises that the intended use ¿¿ this device is used to maintain luminal patency of the esophagus in cases of; obstruction cause by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas.¿¿ it is known from the available information that the stent was used to seal a esophageal- pleural fistula. It is likely the off-label use of the stent would have contributed to the stent erosion reported. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the pmcf study a very small stent erosion occurred. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. The stent was removed 25 days post placement. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device.